Event description:
It was reported that increased atrial threshold and decreased p-wave amplitude to the point of not being sensed were noted since (B)(6) 2017. Intermittent noise was noted with pocket manipulation. The patient reported feeling tired, however it was unknown if the patient was symptomatic due to they always report feeling tired. The right atrial lead was explanted and replaced. The pacing system analyzer showed normal numbers with the replacement right atrial lead. The lead was connected to the pacemaker and increased atrial threshold and decreased p-wave amplitude were noted. The right atrial lead was disconnected and tested through the pacing system analyzer. Normal values were obtained. The lead was connected to the pacemaker and a stripped setscrew was noted. The pacemaker was explanted and replaced. The new device was connected to the lead and normal measurements were noted. It is unknown if the setscrew anomaly caused the issues that were observed. The patient was stable throughout.

Manufacturer narrative:
The reported event of stripped set screw was confirmed. A torque driver was unable to engage the atrial set screw during testing. Septum material was observed inside the set screw hex cavity, and the set screw was stripped. The reported event of variable p-wave amplitude, atrial noise, and increased atrial capture threshold could result from an anomalous atrial set screw to lead connection due to the stripped atrial set screw. The device was tested on the bench and no anomalies were found.